Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd microtainer® tubes with k2e (k2edta), 44 tubes had no additive. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: 50 retention samples from bd inventory were visually inspected and functionally tested via titration with no additive issues found. All retain samples were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for missing additive. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with the bd microtainer® tubes with k2e (k2edta), 44 tubes had no additive. There was no report of patient impact.